Manufacturer narrative:
Eval summary: the sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. In addition, before each mfg lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum. Minimum and actual gamma dose in kgy. The primary surgical notes state that "standard stability testing showed no tendency for dislocation of anterior neck impingement" as well as "there were no intraoperative complications." The revision surgical notes state that a small amount of purulent appearing material was encountered. Cultures were obtained. The femoral implant was removed with firm reverse impacts using standard instrumentation. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt was revised for infection.